Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed operation events associated with low speed advisory alarms. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of a potential driveline issue; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contained data from 00:15:06 on (B)(6) 2021 through 10:43:55 on (B)(6) 2021, per the timestamps. The pump operated at or above the low speed limit from the beginning of the log file until 04:40:22-04:43:04 on (B)(6) 2021 when multiple low speed operation events associated with low speed advisory alarms were captured. Following 04:43:04, the pump regained speed on its own and remained at or above the low speed limit for the remaining duration of the log file. All abnormal pump operation occurred while the patient was operating on the power module. Based on previous complaint experience, the type of behavior captured within the submitted log file could be indicative of a potential driveline issue. The account submitted three photo images for evaluation which captured the patient¿s external portion of driveline. The driveline was wrapped in rescue tape in multiple areas, consistent with the patient¿s complaint history (reference MFR # 2916596-2020-04620). The account indicated that the patient denied symptoms at the time of the alarms. It was noted that the patient would not have an external repair as of 02dec2021 but would undergo x-ray evaluation. Multiple attempts were made to obtain additional information from the customer (including x-ray results); however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related issues at this time. The relevant sections of the device history records for vad-59038 and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6, ¿patient care and management¿, covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed alarms) and how to respond to such events. Additionally, section 3, ¿powering the system¿, warns that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. This section also warns not to use batteries to power the system when the patient is sleeping. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were sent for technical services for review with concerns of low speed advisory alarms which occurred on (B)(6) 2021 at 4:40 am. Upon review of the log files, technical services confirmed that the data showed low speed operation alarms. The speed dropped to as low as 5180 rpm. The issue only occurred while the patient was connected to the power module; which was indicative of an issue with the driveline. The patient stated they had no symptoms at the time of the alarms. It was recommended the patient stay on battery power until further investigation was complete. The patient was placed on a grounded cable during their visit and there were no alarms. The patient was also put on battery power, and remained on battery power, without the occurrence of any alarms. The external driveline was manipulated but there was no alarm. X-rays were performed of the driveline.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.